Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/18/2019. The manufacturer's field service engineer (fse) replaced the harmony valve; however, the issue persisted. The required part (control board) is now obsolete, therefore device cannot be repaired. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit logged errors (over pressure condition) and (operating system not responding to software). There was no patient involvement.